Event description:
A malfunction alarm occurred, identified as malf 1, and was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact. The customer initially agreed to the process of receiving a new pump replacement, including instructions for returning the malfunctioning pump, but ultimately declined replacement and requested a resolution for customer feedback (rfc).